Event description:
It was reported the pt stopped feeling stimulation. The ipg battery low/stimulation off message was observed on the pt programmer. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.